Event description:
It was reported that the wire coating was peeled off. The target lesion was located in the superficial femoral artery. A150cm, 8cm v-18 control wire was used in a procedure. The balloon and the wire were removed from the patient's body. However, when the wire was removed from the balloon catheter outside the patient's body, the hydrophilic coating was noted to be peeled off. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: inside of a petri dish a transparent strip was received which matches with the hydrophilic coating of the device. The guidewire was not returned.

Event description:
It was reported that the wire coating was peeled off. The target lesion was located in the superficial femoral artery. A150cm, 8cm v-18 control wire was used in a procedure. The balloon and the wire were removed from the patient's body. However, when the wire was removed from the balloon catheter outside the patient's body, the hydrophilic coating was noted to be peeled off. No patient complications were reported.